Event description:
During an atrial fibrillation / pulmonary vein contraction procedure, blood was noted at the catheter handle. Upon removal from the patient, a crack was noted at the distal end of the tip.

Manufacturer narrative:
One decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. Visual inspection found the shaft to be fractured at the spiral loop transition and the end cap to be out of place. During the initial complaint analysis, it was noted the end cap was slightly pulled away from the handles. The gap was confirmed, and the cap was removed to determine the cause. The appropriate amount of adhesive was found in the cap, however one handle pin was broken off, indicating excessive torque/force on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft fracture and out of place end cap is consistent with damage during use.